Manufacturer narrative:
Block e1: second physician reported to be dr. (B)(6). Block h6: problem code 1069 captures the reportable event of fiber break. Block h10: the reported flexiva 200 laser fiber was not returned; therefore, product analysis could not be performed. The reported complaint could not be confirmed. However, the complainant provided a picture which shows the unretrieved device fragments but not the altered product. It was reported that "the surgeon peeled the fiber tip with a scalpel". A labeling review was performed and, from the information available, it was reported that the event description mentions "the surgeon peeled the fiber tip with a scalpel", this instruction is not included in the IFU. No adverse events were reported. There is some indication that the device was not used in accordance with the IFU. Therefore, most probable cause selected is failure to follow instructions, which means the problem is traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on september 18, 2020 that a flexiva 200 laser fiber was used in a lithotripsy procedure in the renal pelvis performed on (B)(6) 2020. Reportedly, the laser unit used was a stonelight laser console with the laser settings of 9.0 joules and 8.0 hertz. According to the complainant, during the procedure, the surgeon peeled the fiber tip with a scalpel. At the end of the procedure when the physicians were pop-dusting the reminiscent stones, the distal end of the laser fiber broke off inside the patient. Both physicians believed that the detached piece would naturally be expelled by the patient and there was no attempt to retrieve the detached piece. A double j stent was placed and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was used in a lithotripsy procedure in the renal pelvis performed on (B)(6) 2020. Reportedly, the laser unit used was a stonelight laser console with the laser settings of 9.0 joules and 8.0 hertz. According to the complainant, during the procedure, the surgeon peeled the fiber tip with a scalpel. At the end of the procedure when the physicians were pop-dusting the reminiscent stones, the distal end of the laser fiber broke off inside the patient. Both physicians believed that the detached piece would naturally be expelled by the patient and there was no attempt to retrieve the detached piece. A double j stent was placed and the procedure was completed. There were no patient complications reported as a result of this event.